Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, adhesion, necrosis, fatty lesion, pain, bulging, urinary symptoms, hard lump, cord lipoma, and scarring. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and biopsy.